Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported complaint was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported complaint could not be determined. Possible factors that could contribute to a hole in the balloon include, but are not limited to, balloon damage during processing of the balloon material, inflation technique and insufficient preparation. In this case, a conclusive cause for the reported hole in the balloon could not be determined since the reported complaint could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequently after the initial report had already been filed, returned device analysis observed that the balloon catheter inflated and maintained pressure. There was no hole as reported on the balloon. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of a 4.0x40mm armada balloon dilatation catheter, a hole was noted in the balloon. There was no device use or patient involvement, and no reported clinically significant delay in the procedure. No additional information was provided.